Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set cannula was crimped within three hours or more hours after insertion at abdomen on (B)(6) 2025. The patient changed soft cannula infusion set only and resumed insulin. No further information was available.